Manufacturer narrative:
Follow up #1 (06/21/2013)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on 05/22/2013 for this product and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on the retain test strips on 05/29/2013. The retain test strips failed the performance testing and an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained an unspecified error message on the reported meter; he was unable to obtain a blood glucose reading. The patient was unable to state which error message occurred. The patient did not have a backup meter to use for testing. On the early morning of (B)(6) 2013, the patient woke up experiencing the symptoms of shaking, feeling hot and thirsty, and he felt "hypoglycemic." The patient administered self-treatment by consuming food, and felt better afterwards; he did not seek any medical attention. The patient managed his diabetes with novorapid insulin taken on a sliding scale and lantus insulin 22 units daily. The issue was resolved during the troubleshooting telephone call. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/7/2013 and 8/9/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown - error 4 sc 2 and 1 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.